Event description:
The info received from the field states that during the stenting of the superficial femoral artery (sfa), which was stenosed approximately 95% and calcified, the procedural physician had a difficult time with the turning dial of the control handle and releasing the stent. Eventually, the stent was deployed and after deployment the stent accordioned and did not expand to the required length. The physician dilated the stent and inserted another stent to cover the lesion. The result was good and there was no injury to the pt.